Event description:
It was reported the patient experienced some swelling around the pump. The patient was in "no distress". The silicone septum of reservoir fill port was noted to be damaged. The pump was replaced. The drug in the pump was hydromorphone at 50 mg/ml. No further symptoms or outcome were reported.